Event description:
A surgeon reports a pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer report number. 1061857-2007-00330. Pt records indicate at 7.25 months post-op, bcva in the right eye had decreased 1 line. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Event problem codes provided by the manufacturer. The investigation, including root cause determination is in progress. This report mailed in to FDA on: 6/20/2007.